Manufacturer narrative:
(B)(4). Concomitant medical products: item# 14-103556 univ sld/apx hle shl 56mm sz24, lot# 609450 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04668.

Event description:
It was reported that during initial total hip arthroplasty, the surgeon was impacting the cup when the tip broke off before the cup was seated. Cup was explanted. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found no notable damage to the shell. The fractured portion of the inserter remained engaged with the shell. A threaded inserter, was returned and evaluated against the complaint. Visual inspection confirmed the threads of the inserter are fractured. Sem analysis identified the threaded inserter¿s fracture surface artifacts are consistent with a multiple origin bending overload fracture. The deformations to the cup threads suggests a possible cross threading may have occurred prior to the thread fracture. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The fracture surface artifacts are consistent with a multiple origin bending overload fracture likely a result of the cross threading. However the root cause for the cross threading before the fracture cannot be determined. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.